Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the left superficial artery with mild calcification. The vessel size was 6.0 x 60mm. Pre-dilatation was performed with a 6.0 x 60 mm balloon. The 6.5 x 80 mm supera stent delivery system was advanced without issue. The stent was deployed and the stent system was removed. After removal, it was observed that the tip of the delivery system was missing. Fluoroscopy was performed and the separated tip was seen in the partially deployed stent. Both the stent and the separated portion were inside the distal end of the 45cm introducer sheath. A snare device was attempted, but was too large, and the separated portion could not be retrieved. The introducer sheath was pushed slightly to attempt to fully deploy the stent, but this was not successful. The introducer sheath was then removed with the partially deployed stent and the separated tip. No further treatment was performed, and the lesion was treated with dilatation only. The patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.